Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the ventricular capture threshold had increased. The ventricular output was set high due to diaphragmatic stimulation. The lead remains implanted.